Event description:
Ruptured lt breast implant, silicone, removed 4/16/98. Removed bilateral implants. Rt implant reads dow corning 220cc. Unable to read left implant. Both implanted 1984. Right implant not leaking.